Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been suffering from fluctuating impedances on the right side for 12-18 months. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: based on the information received from the field damage to the active electrode as might be caused by device minute mobility appears likely. As the electrode has been received damaged and incomplete the exact location of the damage could not be found. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user has had fluctuating impedances on the right side for 12-18 months. The user has been re-implanted on (B)(6) 2020.